Manufacturer narrative:
(B)(4). Batch # n93m8f. The analysis results found that the 2h12lp device was received with one suture tie post separated. The suture tie post was not returned. In addition, the (B)(6) was returned for analysis. One possible cause for the damage found on the suture tie post may be excessive force applied after device is sutured down. However, an investigation has been initiated to address the potential root cause of the issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure, the suture tie post came off of the device. The surgeon was not sure where the suture tie post was, he thought it may have fell into the patient. The surgeon opened the patient and could not find it; then saw it on the side (outside of the patient.) It is unknown if this will impact the patient's post-operative care. It was unknown how the procedure was completed.